Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2008. Eleven days later, the pt developed a wound infection and an erosion on the anterior vaginal wall. Wound cultures were taken and enterococcus species and gemella morbillorum were found. The pt was initially treated a month prior the event day with augmentation for five days and with local estrogen. On the following month, the pt had a surgical excision of 0.5cm x 0.5cm of mesh. The event was resolved two weeks later, and currently the pt is doing well.